Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set cannula was blood in tubing due to which hyperglycemia occurs after 3 hours of insertion. High blood glucose level was 236 mg/dl and treated by correction bolus via pump. Infusion set was placed in abdomen. No further information was available